Manufacturer narrative:
No low battery out limit alarm was noted. All operating currents were within specification and the insulin pump passed the self test. The insulin pump passed the reset error test with no alarm. The insulin pump was received with a cracked case at the display window, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for reset errors and that the battery did not last more than one week. The customer did not recall the blood glucose reading. The customer was advised to clean the battery cap and the customer found no corrosion or damage. The customer reported that the reset alarm was recurring with every battery change. The customer reported that the insulin pump was not stored or out of use for an extended period of time. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.